Event description:
It was reported that on (B)(6) 2017, during a surgery in (B)(6), when used the ultra fast-fix, t2 was reported premature detachment.

Manufacturer narrative:
An ultra fast fix needle delivery system device arrived with one set of documentation. The complaint is for the reported failure: ¿when used the ultra fast fix, t2 was reported premature detachment. All t's were removed¿. This device is used. The blue split cannula was not returned. The depth limiter was returned attached and trimmed. The delivery needle has no obvious damage. A portion of suture and only one anchor was returned; freed from the device. The anchor has parallel scores on the surface of each side. This indicates that the anchor was stuck in the delivery track, forced upward and forward acquiring the scores. This symptom is consistent with twisting the needle to reach desired tissue location. The manual advancement of the actuator lever, advancement of anchors and their stripping off are user controlled actions. The device returned had the lever and actuator fully advanced. A functional test indicated that the manual advancement of the actuator performs properly. No mechanical problem was found with the device returned.